Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed gas supply test during pre-use check. The air gas module was found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were received and the replaced parts were not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).